Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The device was being filled with 82ml sodium chloride solution. 10-20ml from the end of filling, the rupture occurred. There was no patient involvement. No additional information is available

Manufacturer narrative:
Manufactured from november 17, 2016 to november 18, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.